Event description:
The customer reported that while troubleshooting a failed instrument system check they observed a substrate leak coming from the fluidics tray line connection to the unicel dxc 600i synchron access clinical system. No patient results were involved in this event. There was no modification to patient treatment associated with this event. It is unknown as to whether personnel interfacing with the instrument were wearing personal protective equipment, however there was no report of biohazardous exposure to personnel uncovered wounds or mucous membranes and no injuries were reported. No personnel sought medical attention. 4. Although the leak had the potential to pose a slipping hazard, there were no reports of death or injury associated with this event. It is unknown as to whether there was a exposure control plan in place at the facility, and the material safety data sheet was not reviewed.

Manufacturer narrative:
Beckman coulter inc. Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) discovered that the substrate tubing from the fluidics tray was loose at the fitting into the instrument. The fse replaced the tubing and performed an instrument routine system check and assay quality assurance assessment, which both yielded acceptable results. After the completion of the necessary and verified repairs, the instrument was returned back into service. The root cause of this event was instrument hardware.